Manufacturer narrative:
Correction: this report is to retract MDR-2024-06292 submitted on (B)(6) 2024. The event of loose wire was confirmed to be dislodgement on left ventricular lead which is a nonreportable complaint on the implantable cardioverter defibrillator.

Event description:
It was reported by the patient that "one of the wires on the implant is loose." Further information was requested but not received. There were no patient consequences reported.